Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Issue in logic board- circuit failure. Case #: 00795130 case subject: npi 8100 error 260.4130 (B)(4)case description: biomed has a 8100 unit giving him a 260.4130 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: had biomed remove the rear case and inspect the patient side pressure sensor harness. The harness was installed incorrectly. After installing correctly the error was cleared and unit operates as normal. Biomed ended call.